Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with vaginal hysterectomy, anterior and posterior colporrhaphies, enterocele repair, diagnostic cystoscopy due to pelvic relaxation, symptomatic cystocele, enterocele, rectocele and genuine stress incontinence. On (B)(6) 2005, anterior colporrhaphy with repliform biograft mesh insertion, enterocele repair, and bilateral sacrospinous ligament fixation were performed. (B)(4).

Event description:
T was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/12/2016. (B)(4). It was reported that following insertion the patient experienced enterocele, recurrent pelvic relaxation and cystourethrocele.